Event description:
Reported noise on this lead in unipolar sensing configuration. Noise was reproducible when the patient moved around. Oversensing was occurring with the sensitivity set to 7.5mv. The patient reported recent falls, which was the reason they were seen in the emergency department. Hmsc data was not available for review. The patient is dependent. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.